Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below.: "[inspection of the endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, it was unknown if the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings , evaluation found the complaint was confirmed and water tightness was lost due to a scratch on switch #1. Also, evaluation found water tightness was lost due to damage on the up/down knob, switch #1, #2, #3 and #4 did not work due to damage, flare occurred due to a chip on the objective lens, the image was partially dark due to dirt on the objective lens, the light guide and objective lenses were dirty, the forceps elevator lever, forceps elevator knob, and up/down knob were discolored, the up/down knob was corroded, the image guide protector was cut, the water removal ability did not meet the standard value due to clogging of the nozzle, the bending section cover adhesive was chipped, the play of the up/down knob and the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the universal cord was wrinkled, the scope connector was corroded, the electrical connector was corroded, the air/water cylinder was corroded, the suction cylinder was shaved, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the switch keys of the evis lucera colonovideoscope were leaking. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The customer did not have any idea about how the foreign material adhered to the scope or what the material is. The report is being submitted due to foreign material in the nozzle found during evaluation.